Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2024, utilizing the shurfit 3d ti curved ibd system. During insertion of a cage the final assembly, inserter, posterior curved cage (72-in-1001) and the 30° inserter, 3d curved cage (c3390) both broke while inserting the tlif implant. The broken pieces were removed, and the cage was then implanted utilizing the straight inserter and a tamp. No patient injury or delay to the procedure resulted from the reported malfunctions.

Event description:
It was reported that a procedure was performed on (B)(6) 2024, utilizing the shurfit 3d ti curved ibd system. During insertion of a cage the final assembly, inserter, posterior curved cage (72-in-1001) and the 30° inserter, 3d curved cage (c3390) both broke while inserting the tlif implant. The broken pieces were removed, and the cage was then implanted utilizing the straight inserter and a tamp. No patient injury or delay to the procedure resulted from the reported malfunctions.

Manufacturer narrative:
H3 device evaluation - 72-in-1001 is intended to hold the implant 90 degrees to the inserter axis in the fully locked position. Per surgical comments it is inconclusive if it was in the locked or articulation position when the failure occurred. Upon review of 72-in-1001 it also appears that the fracture propagated from the inside to outside of the octagon retainment feature at the inside octagon corner closest to the outer sleeve top surface. The damage caused to this instrument could occur as the implant rotated in the intended rotational direction of the implant as being impacted in the articulation position. A surface indentation on the top seating surface of the inserter seems to indicate that the fracture occurred as the implant rotated in the intended direction and the impaction force caused the prong to spring outward fracturing when impinged upon the outer sleeve. There have been numerous improvements introduced to this instrument since the lot code 40998ps was manufactured design per co's 2144 and 2197 to eliminate this fracture event. There are (10) units that incorporate all the latest design improvements and are currently in the field for use. Their usage will be monitored. Reivew of device history records found two (2) pieces of lot 27239sf released for distribution on 4/28/2022 with no deviation or anomalies. No further corrective actions are recommended.